Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the clinic with variations in pacing rate. The device was found intermittently oversensing t-waves. The patient was asymptomatic. Programming changes were made and the patient will be reviewed again. No further information was provided.